Event description:
The customer reported that they received an erroneous result for one patient sample tested for total (free + complexed) prostate specific antigen (tpsa). The sample initially resulted as 0.477 ng/ml and this value was reported outside of the laboratory. The initial value was questioned by the physician, so the sample was repeated on (B)(6) 2014. The repeat result was 0.045 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tpsa reagent lot number was 17562601 with an expiration date of 03/31/2015. The field service representative determined that the issue was caused by fibrin or a bubble. He examined the s/r pipettor probe for proper sensitivity. The system was found to be within specification both with and without a sample tip. He ran a photomultiplier tube adjustment check and all results were found to be within specifications. No adjustments were needing to be made. He reviewed the assay calibration and found no problems. All system checks were successful.

Manufacturer narrative:
A specific root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.